Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of 687 mg/dl and high ketone levels. The cause was unknown. Customer was treated with intravenous saline and insulin, and was released from the ER four hours later with no permanent damage. Tandem technical support performed a pump system check and confirmed the pump functioned as intended.